Event description:
Additional information noted patient experienced vascular compression. The next day, patient was treated with "asa" and ¿polysporin." The day after that, patient undergo capillary refill and noted with result of "retended." Patient was treated with hyaluronidase that day and the following day. The event resolved one day after and a few days later, blisters resolved.

Manufacturer narrative:
Continued d.10. Concomitant therapies: amerge [illegible] for ¿tx for migraine¿ clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a patient experienced a suspected "vascular event" and a "red blister in each corner of the nose" after they were injected in "many zones" with 2cc of juvederm® volift®.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced a suspected "vascular event" and a "red blister in each corner of the nose" after they were injected in "many zones" with 2cc of juvederm® volift®.